Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while setting up for a case, the nurse left the system alone and when they came back, the system showed "no signal". Moving the mouse or pressing keys did no change anything. They rebooted the system and the issue resolved.

Manufacturer narrative:
The software logs were returned to the manufacturer. Analysis found that the component had no issues and performed within specifications. It was noted that this was not a software issue and that it was a hardware issue.